Event description:
Customer reported that the t: slim x2 pump battery would not charge, and the pump screen was dark and unresponsive. There was no adverse impact on the customer¿s blood glucose level. The customer attempted various troubleshooting steps with different cables and adapters without success. Technical support decided to replace the pump, as it was still under warranty. The customer acknowledged the instructions provided for using the replacement pump and returning the faulty device.